Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement on the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). Upon review of the data, it was found that the impedance had been trending higher prior to going out of range. Boston scientific technical services (ts) was consulted and discussed further troubleshooting options including testing the system with commanded shocks. At this time no further testing has been performed. The patient will be scheduled for a defibrillation threshold (dft) test in the future. No adverse patient effects were reported and the system remains in service.

Manufacturer narrative:
--

Event description:
Additional information was received that the patient underwent defibrillation threshold (dft) testing recently due to continued high out of range shock impedance measurements. When a 21 joule shock was administered the impedance was 108 ohms. Boston scientific technical services (ts) was consulted and reviewed data from the remote monitoring system which found that the shock impedance was steady over the past year ranging from approximately 100 to 130 ohms. It was also noted that there was not a sudden drop or a sudden jump in the impedance reading. The field representative planned to discuss the information with the physician. At this time the physician has opted to continue to monitor the patient and the rv lead and ICD remain in service. No additional adverse patient effects were reported.